Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, exhibiting pacing not delivered when required and noise without oversensing. No additional adverse patient effects were reported.